Manufacturer narrative:
Concomitant products : 4058m-58 lead, implanted: (B)(6) 1995, h601h27 heart ring, implanted: (B)(6) 1995.

Event description:
It was reported by the patient that five days after a routine device and left ventricular lead replacement, the patient had a lead revision. The operative report received from the physician's office revealed the patient experienced phrenic nerve stimulation, so the two left ventricular leads' outputs were programmed lower, which then caused the patient to experience cardiac arrest (asystole) due to failure to capture. Increasing threshold had also been noted on both leads. The two leads were explanted and replaced. Additionally, at the two week follow-up, the patient was diagnosed with a right sided pleural effusion; the patient was experiencing cough, shortness of breath, and fatigue. A thoracentesis was performed the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.